Event description:
Boston scientific received information that during an elective procedure of the device it was not possible to remove the lead from the header. A bone cutter was used to cut the header of the device in order to push the lead out from the header. The lead was removed and re-used with another device. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with both the inner and outer seals. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.